Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 10-oct-2024 and forwarded to millyard advanced medical products, llc on 11-oct-2024. Dr. (B)(6) reported that a patient's pumps stopped. The patient was stable but was admitted to the ICU to receive IV remodulin treatment while replacement pumps were being delivered. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.